Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and damage to their insulin pump. The customer's blood glucose level at the time of incident was 450mg/dl. The customer states they treated with novalong. The customer states the pump was cracked that prevented the battery from making contact to the battery. The customer states this is a reoccurring event. The customer declined troubleshoots for the highs. The customer would be receiving replacement pump.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.